Event description:
A frozen pump display was reported and could not be cleared using the button alarm. There was no adverse impact to the customer's blood glucose level. Despite attempting a pump reset, the issue persisted, leading to the replacement of the pump by technical support. The customer will continue using the current pump for insulin delivery and has been instructed on how to return the problematic pump with a prepaid label.